Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-10092020-0000801919 submitted for adverse event which occurred on (B)(6) 2011. Mwr-10092020-0000801930 submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision of mesh on (B)(6) 2011 due to adhesion ,pain and obstruction. It was reported that the patient underwent removal of mesh on (B)(6) 2012 and mesh was implanted due to hernia recurrence, pain recurrent obstruction and recurrent adhesions. No additional information was provided.